Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, a sales representative reported via email that (qty. 4) of an ar-3636 knotless 1.8 fibertak soft anchor kept pulling out of the bone on the labral repair while shuttling the repair suture through the anchor. The anchors were then removed once they pulled out on suture passage. They switched lot numbers and had no issues completing the case. This was discovered during a labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.